Event description:
Second revision surgery - patient had a glenoid fracture due to overuse in 2 years post operative. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was due to a glenoid fracture after 4.5 months of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. As of this report the device has not been made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint against a part from this lot. The root cause for the glenoid fracture was most likely wear from over use as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.